Event description:
It was reported the patient underwent a pocket revision. The patient's pocket was superficial, and the ins was moving occasionally and flipping in the pocket. The physician was able to create a deeper pocket and secure the ins in the new pocket successfully. The device impedances checked out okay, and there was no visible damage to the lead. The patient did not need any product replacement. The stimulation was restored successfully. It was clarified the device was visually seen by the physician and felt by the patient and physician. The patient's local representative was present for the case. The patient is doing well, no further issues to report.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "migration" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient underwent a pocket revision. The patient's pocket was superficial, and the ins was moving occasionally and flipping in the pocket. The physician was able to create a deeper pocket and secure the ins in the new pocket successfully. The device impedances checked out okay, and there was no visible damage to the lead. The patient did not need any product replacement. The stimulation was restored successfully. It was clarified the device was visually seen by the physician and felt by the patient and physician. The patient's local representative was present for the case. The patient is doing well, no further issues to report.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.